Event description:
The customer reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on the correct method to press the button, which resolved the issue as the button was ultimately functioning as intended.